Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 30% to 0% and turned off in the middle of the night. The customer's blood glucose (bg) level was 400 (mg/dl). A bolus and a manual injection was used to address bg level. Review of the pump data logs by tandem technical support confirmed the reported battery depletion. Reportedly the customer would continue to use the pump for insulin therapy.